Manufacturer narrative:
Pt info: unk. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2, -11.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.